Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2020 / serial#: (B)(4). UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died one day post implant procedure of the leadless implantable pulse generator (ipg). Physician stated that the patient death was not related to the implant procedure of the leadless ipg. Additional information related to the cause of death was requested and is not available.